Event description:
During the procedure, when the post-dilatation was performed, the patient developed hypotension. The patient was male who was enrolled in the study. The patient has a history of hypertension. The target lesion was the right internal carotid artery. There was mild calcification and the rate of stenosis was 94.77%. The vessel tortuosity was unknown. The percusurge (medtronic, lot unk) device was used for the procedure. Pre-dilatation (3.5mm/8atm) and post-dilatation (4.5mm/10atm) were performed with balloon catheter (brand unknown). The precise stent placement was successful. During the procedure, when the post-dilatation was performed, the patient developed hypotension. The patient's blood pressure had been normal throughout the procedure. Etilefrine hydrochloride was administered and the blood pressure returned to normal on the same day of the procedure. There was no evidence of dissection. There were no neurological symptoms with the patient and the patient has been discharged.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.